Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the battery depletion was depletion was normal.

Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot #: unknown, implanted: (B)(6) 2009, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for neurologic (diabetic) urinary urge incontinence. It was reported that the patient experienced a return of urinary symptoms (urinary urgencies and leaks). The patient tried to increase stimulation to improve efficacy, however the ins was not detected by the programmer. This event occurred after an intervention was done to implant a pacemaker. No action was taken. The issue was not resolved at the time of this report. No surgical intervention occurred. The event was related to the ins, and not related to the procedure. The event was assessed as not serious. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the patient had a visit on (B)(6) 2019 to control the system. The battery was low and no communication was possible. The patient had a cardiac intervention that was not related to the device system, therefore waiting for cardiologist guidance before planning any device replacement due need for temporary suspension of anticoagulant medication. The event was ongoing.